Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was scheduled for radiation to their right lung and indicated that their battery was not working and needed to be replaced; it was indicated that this had happened other times. It was also noted that the device was not helping the patient¿s conditions. No further complications were reported/anticipated. See related MFR reports 3004209178-2017-26445 and 3004209178-2017-26446.